Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a button error alarm. The customer¿s blood glucose was 168 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and unable to clear the alarm. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported that the insulin pump alarmed battery out limit and no troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. No blank display noted. However, unit had unresponsive buttons due to moisture damaged electronic assembly. Also moisture damage motor during visual inspection. Unable to perform operating current test, unexpected restart error test and displacement test or verify battery out limit alarm or button keypad anomaly due to unresponsive button. No moisture/damage/unlocked lcd keypad connector during visual inspection noted.